Event description:
Information rec'd from the pt indicates that the removal of invance sling mesh because he had an open wound from this procedure which has caused bacteria in his body; "infected and had caused serious pelvic bone infection and loss of some pelvic bone due to this problem."

Manufacturer narrative:
.